Event description:
It was reported by repair work order that both siderail controls were not functioning due to damaged siderail cables. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.